Event description:
Clinical study it was reported that during a coronary stenting treatment procedure balloon withdrawal resistance was observed. The in-stent restenosis was being treated was a 2.75mm; 80% stenosed; mildly calcified; 8mm long portion of the proximal circumflex (prox cx); with moderate tortuosity. The physician treated the lesion with predilatation using a 2.5x12mm non bsc balloon. The physician successfully placed a 2.75x12mm taxus liberte' study stent. There was balloon withdrawal resistance. The balloon was removed intact by pulling harder. The physician also placed a 3.00x20mm taxus liberte' study stent in the mid left anterior descending (mid lad) artery. There were no further complications and the patient's condition was good. The patient was discharged the next day on plavix and aspirin.

Manufacturer narrative:
As the unit was not returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation for the batch found no anomalies or deviations during the manufacture of this batch. The most probable root cause of this complaint incident could not be determined. Not available for analysis.